Event description:
It was reported after several competitor's coils were placed, the coil was attempted to be placed as the last coil. After the implant of the coil made a few shapes, the coil implant noted to have perforated the artery. The implant was not moved from where the perforation occurred and was implanted. The procedure was completed successfully and the patient recovered.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies vessel/aneurysm perforation and coil misplacement as potential complications associated with use of the device.